Event description:
It was reported that a patient with a subtrochanteric fracture had a gamma3 nail which broke 11 months post op. Patient was revised.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.